Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 tricuspid regurgitation (tr) for a triclip procedure. During the procedure, two triclips were successfully implanted and the procedure was discontinued. The final tr was grade 1. In (B)(6), the patient returned with endocarditis. A tricuspid valve replacement surgery was scheduled. On an estimated date (B)(6) 2026, the patient returned for tricuspid valve surgery. During the procedure, one of the triclips fully disconnected from the leaflets and migrated to the right pulmonary artery. The clip remained stable in the right pulmonary artery and was not causing any interruption to blood flow so the clip was left where it was and the procedure was completed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported expulsion. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the reported expulsion appears to be related to either patient condition or procedural conditions (likely caused by infective endocarditis or surgery). The reported foreign body in patient is a cascading event of the expulsion. The reported patient effect of endocarditis, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.